Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; the device passed incoming functional test.

Event description:
It was reported the external pulse generator (epg) doesn't stimulate. The epg was returned for service. No patient complications have been reported as a result of this event.